Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that the battery was not working. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The philips representative provided quote for replacement battery. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device's battery is not giving backup charge. There was no patient involvement.